Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received the cable connecting the distribution node (dn) to the rear therapy electrode was detached. The root cause for the detached cable could not be positively identified but was likely physical abuse. No adverse event occurred due to the detached cable. The last person to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a detached cable. The last pt to use this belt did not report any deficiencies.